Event description:
In june 2004, while wearing the external equipment, the pt was unable to hear sound. External equipment was exchanged. However, the problem was not resolved. Two days later, the pt reportedly was seen at the center for device evlauation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bioncis cochlear implant.